Manufacturer narrative:
D4 & h4: unique identifier (UDI), medical device serial, medical device model, medical device catalog and device manufacture date not available. Upon investigation of the actual device used in this incident, it was determined that the multiple orders were not showing for multiple patients. A technical support specialist dialed into the server and verified that the stations were communicating properly. A server downtime query was run, and messages crossing over were confirmed. The customer was updated that the issue has been resolved. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server, multiple orders were not showing up on multiple machines the customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.